Event description:
The customer reported that the audio (alarm) pause setting is running for over 30 minutes when it should run for no longer then 180 seconds. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.